Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had calibration errors, weak signals, and a sensor end alarm. Customer was advised to remove the sensor and found that it was bent at the tip. In a previous call, the customer also reported that he has been having trouble with the sensor being off about 100 points. Customer had a threshold suspend and blood glucose was over 200 mg/dl.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and did continuity resistance test and the sensor failed the test.